Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that there was a implantable neurostimulator (ins) and lead issue. It was also stated that the patient's device had been put in wrong and the patient had problems; the device was placed in the patient's shoulder. The patient stated that they went to the hospital and had one put in her abdomen. It is unknown if a new implantable neurostimulator (ins) pocket was created and a new ins was implanted or if the existing ins was revised. The patient also reported "one of the lesions was wrong and the wires had to be fixed". The implant was put into her abdomen and they "loosened the wires in her neck and brain". It is unknown when the issue began occurring.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot#: v590200, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no procedures were performed involving lesions. It was reported that patient experienced pain from ins in sub-clavicular site with pulling in patient¿s neck from the wire. It was noted that the ins remains implanted, but was moved from the sub-clavicular region to the patient¿s abdomen on (B)(6) 2014. New extensions were implanted to accommodate the re-positioning of the ins. It was also reported that a lead was replaced on (B)(6) 2015. It was also noted that the patient has a new, unknown healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.